Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray monoblock was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a generator error. There is no report of patient injury or death.